Manufacturer narrative:
On 20-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, a deflation occurred in a tissue expander. During visual evaluation, no apparent damage was detected on the returned device; however, a blue coloration was observed on the shell. Leak testing was performed and it revealed a tear on the anterior view measuring less than 0.1 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Multiple attempts have been made to obtain clarification regarding the blue coloration in the device; however, it has not been made available. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. As part of our quality process, the manufacturing records of this lot number 7554503 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction primary with two 800cc mentor tissue expanders and experienced bilateral deflation postoperatively, confirmed by the surgeon. As a result, the patient underwent explantation and replacement with ce med hgt te w/sut tabs 800cc tissue expanders, catalog # 3549226, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.